Manufacturer narrative:
The check of the DHR of the drill shaft involved (lot# 2014aa540) did not show any anomaly on the 63 drill shafts manufactured with this lot #. We received the drill shaft involved. The instrument underwent a functional test with a t-handle: the two instruments were connected and the drill shaft was put in rotation with the t-handle. No loose connection and no shaking or wobbling of the drill shaft was noticed during this test, confirming the functionality of the instrument. It is possible that the terminal part of the drill shaft was not properly connected to the t-handle or to the powered drill as per its intended use, causing the intra-op issue. Pms data: a total of 2 similar complaints were received on the product code involved (9013.75.350), on a total of (B)(4) drill shaft manufactured, giving an occurrence rate of (B)(4). According to our analysis, both the instruments involved are functional if used properly; the cause of the intra-op issue may be searched in an improper connection of the drill shaft to the t-handle (or powered drill). No corrective actions have been planned. Limacorporate will continue to monitor the market to promptly detect the possible recurrence of such issue.

Event description:
Intraoperative issue involving a smr glenoid reamers and drill shaft malfunction. According to the info reported, the drill shaft was shaking and wobbling while surgeon was preparing glenoid. Surgeon had difficulty to achieve the desired reaming. Since there was no alternative, he completed the surgery by using the same tool; surgical time extended of 5 minutes. No consequences for the patient were reported. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the drill shaft involved (lot# 2014aa540) did not show any anomaly on the 63 drill shafts manufactured with this lot #. We will receive the drill shaft involved and submit a final report after analyzing it. Not received yet.

Event description:
It was an intraoperative issue involving a smr glenoid reamers and drill shaft malfunction. The drill shaft was shaking and wobbling while surgeon was preparing glenoid. Surgeon had difficulty to achieve the desired reaming. Since there was no alternative, he completed the surgery by using the same tool; surgical time extended of 5 minutes. No consequences for the patient were reported. Event occurred in (B)(6).